Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak between the tubing and the catheter. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted and no nonconforming manufacturing records were found. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.